Manufacturer narrative:
Log file analysis review date: dated through (B)(6) 2015: power consumption below normal operating range. Additional notes: 1 low flow alarm was logged on (B)(6) 2015. Starting on (B)(6) 2015 a sustained decrease in estimated flow and power consumption were observed. Intermittent suction events were observed starting on (B)(6)2015. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Confirm correct settings for low flow alarm limit and viscosity. If "low flow" alarm is active then the patient should be evaluated. The low flow alarm is triggered if average flow drops below the low flow alarm threshold. All alarms should be reported. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2015-02202 and 02203) submitted for devices related to the same event.

Event description:
It was reported from egypt that the patient had "1 low flow alarm that was logged on (B)(6) 2015." "Starting on (B)(6) 2015 a decrease in estimated flow and power consumption were observed, alarms triggered." It was stated that patient had "no symptoms of dyspnea." Site "connected patients backup controller and patient was given another backup controller that hasn't been used before." Low flow alarm resolved immediately and all measurements were fine. No additional information provided. Investigation is ongoing.